Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit and remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue and inadequate capture threshold issue was observed on the rv lead. Lead was explanted and a new lead was implanted. The procedure was successfully completed with no adverse events. Patient was stable prior, during and post procedure.